Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed through to the station. A technical support specialist restarted the messaging service and deployed carefusion engine services and a remote support service package to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, orders were not crossed, after the provider put them in order. The customer stated that there was a delay in dispensing medication to the patient. The customer reset the station which did not fix the issue and there was no error message displayed on the station. There were no adverse events or injuries reported based on this incident.